Manufacturer narrative:
The omnipod dash remote control (pdm) (sn: (B)(6) and its battery were recovered by a third party battery engineering company. Visual inspection of the pdm concluded that the housing of the pdm had only minimal damage and showed no obvious signs of damage mechanical, thermal or electrical. This indicates that the battery was not inside the pdm at the time of the incident, but that she may have been near the pdm box. The appearance external view of the pdm did not confirm the hypothesis of a sudden fall of the pdm which could have caused battery failure. The recovered battery pieces were also the subject of an visual inspection and visible damage was noted, such as significant indentations and multiple scratches. The observed damage indicates that an external action with a sharp object was applied to the battery. The pdm was x-ray analyzed and no signs of damage were observed on electrical components. Pdm temperature logs were also examined and no temperature excursions outside the normal operating range were observed. It was concluded that the battery failure was due to an external action which damaged it.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received a "call customer service" alarm on their omnipod dash personal diabetes manager (pdm) . During this event it was alleged that the controller (pdm) became increasingly hot. The patient ended up dropping the device and the device battery reportedly ¿imploded¿. According to the reporter, the patient did not incur any injury due to the incident. The reporter stated to insulet in a follow-up call that the patient had been using the charging cable provided with the omnipod dash pdm, and that the pdm had not been charging at the time of the incident. The reporter also stated that the pdm had not been exposed to extreme temperatures prior to the incident. The pdm and the remaining parts of the battery have been retrieved by insulet from the reporter and will be investigated. Upon completing the investigation, a supplemental report will be submitted to the ansm.